Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The customer was unable to establish a timeline to aid in the determination of the exact root cause of this event. It may be possible for splashing to occur from the sample dispense/cup area due to lack of vacuum as indicated by the fsr in the ticket. Vacuum is required to adequately drain and vent air bubbles from the sample cups which prevents splashing during operation. It may be possible to bypass the safety interlock and open the center cover but should only be performed by a qualified field service representative. The risk of splashing is mitigated by having all instrument covers in place and operators wearing personal protective clothing and side shielded safety glasses during instrument operation. The processor cover is not intended to be removed by the operator during routine operation. When the cover is removed during maintenance procedures, the system is unable to process samples. It is unclear how the operator can have the processor cover opened while doing prime. In addition, the system operators manual suggests that operators should wear personal protective equipment, lab coat, gloves, and protective eyeglasses. In this case, the event may have been prevented if customer did not remove the processor cover. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
Additional patient information was provided: the patients left eye was flushed (fluid irrigation) and an ultraviolet light was used diagnostically to look for debris and abrasions in the eye, none were found. The patient possibly had a blood titer (draw) for hepatitis. No additional impact to patient management was reported. An evaluation is still in process and a follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a co-worker was splashed in the face while using the cell-dyn sapphire analyzer. A software issue appeared to cause the instrument to not have vacuum, and the splash occurred as the customer was troubleshooting. The employee went to the emergency room, however he was told there was no injury. No known treatment was provided.